Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that bivona® adult tts¿ adjustable neck flange hyperflex¿ tracheostomy tube had a cuff leak after 5 days of use. The patient was panting as a result of this incident. The patient changed out the trach tube, and was reported to be in stable condition after this. No further complication were reported.

Manufacturer narrative:
Visual inspection was performed with the unaided eye under normal plant lighting. A tiny puncture was noticed on the cuff on the underside of the shaft approximately 20 mm from the proximal cuff band (reference pictures). Using the dinolight to magnify the area, the tear appeared to have been the result of the cuff coming in contact with a sharp edge or object either prior to use, while reprocessing, or when in situ. The instruction for use, pkg-dfu-hta-2 rev 001, states under warnings to guard against product damage by avoiding contact with sharp edges. The IFU also states under indications for use that this device is not intended for long-term use. This tube provides temporary airway access for a tracheotomized patient when determining the optimal tube length for a patient. This tube must be replaced with a fixed neck flange tracheostomy tube when the optimal length is determined. A DHR review was unable to be performed since an incorrect lot number was provided. The potential lot number 3413511 identified in the complaint does not match the returned product. Lot 3413511 for 58 units of part number 670170 was released on 19-may-2017 for distribution. The returned product is a 67ha80.